Event description:
Account contact reports: the tape was applied to a pt's right arm and shoulder. After two days the pt removed the tape due to itching. Once the tape was removed there was an itchy, red rash present on his skin(shoulder, arm and chest) where the tape had been. The pt called the doctor and reported that his right elbow was now swollen and hot and that he was feeling dizzy. The doctor sent him to the emergency room. The pt does not have a known latex sensitivity.